Manufacturer narrative:
Root cause: under investigation. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
An implant removal was for an implant that was redirected.... The collar was separated away from the shaft of the implant.